Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. It was reported that the emitter was not working. Different ports were tried but none of the instruments were able to be tracked. The axiem and emitter both showed a green status. The nurse was unable to hear any audible noise coming from the emitter. The nurse had to end the call before providing details about patient demographics, the surgeon¿s name, or additional information. There was less then an hour delay to the procedure and there was no reported impact on the patient¿s outcome due to this event.